Event description:
The event occurred in (B)(6). The event description provided by the hosp indicates that "np (nasopharyngeal) specimen to be collected from a (B)(6) yr old female presenting with respiratory illness. On extracting the swab portion of the swab broke off in the nasopharyngeal pathway. Attending physician notified. Extraction efforts unsuccessful. Ent (eat, nose throat specialist) called in to remove the portion of the swab. Ent service called to extract the swab fragment. "Ent was able to recover the piece from the inferior turbinate, without further incident and/or effects to the pt." "No evidence of negative outcome from this event documented."

Manufacturer narrative:
Analysis of batch history records: copan checked the internal records related to the controls made before the release on the market on the swabs of the product code 305c lot number 09f576: lot reported in the incident met mfg specs. The original lot manufactured in 2014, was comprised on (B)(4) units, this is the first notification received for this specific lot. The device was not returned to copan for eval. Mechanical test on the retained sample from the claimed lot has been performed: all the tested swabs gave conforming results. We are unable to determine a root cause for the reported event. Our investigation could not confirm any malfunctions or defects in the device lot associated with this incident. Info from this incident will be included in our product complaint and MDR trend reporting systems.